Event description:
Upon additional follow up, optometrist reported diffuse lamellar keratitis (dlk) is resolved. The patient is no longer using a topical steroid drop.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the right eye. (B)(4).

Event description:
An optometrist reported diffuse lamellar keratitis (dlk) in a patients left eye one day post lasik. Patient experienced transient light sensitivity syndrome. Topical steroid dosage was increased. Upon follow up, optometrist reported dlk was improving. Topical steroid is being tapered. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the right eye.

Manufacturer narrative:
(B)(4).